Event description:
Within days of having the procedure using the medical device known as lipiflow performed on both my eyes. I developed the following symptoms and conditions: constant tearing, stinging and burning sensation, swollen eyes lids, conjunctivitis, and worsening visual acuity. I had subsequently had to be treated with a myriad of drugs, including lotemax and prednisolone eye drops, etc. My eye doctor, dr. (B)(6), (B)(6), has had to examine me twice since he performed the lipiflow procedure. I am presently scheduled to see him again for the third time later this morning.